Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. Patient r eported the handset was very slow in delivering the bolus for probably the last 2 weeks. Patient stated they called in about a month ago and the person helped him to clear data. Patient stated they get 13 bolus a day. Patient asked about using a hot pool and having kidney stones remove july 2 using lithotripsy. Patient services assisted patient with clearing the data on the handset and patient was able to connect to the pump and bolus. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was provided from a consumer stated that the handset was lagging at 90 percent when going to bolus again. The agent reviewed the data and assisted the patient through deleting the data. The patient had called before to get the steps for how to clear the data and they had written the steps down, but they misplaced the steps. The patient stated that they noticed that when the handset data got to around 300 was when the handset was starting to run slow. The patient was connecting to the pump but got ¿no pump response.¿ they would have to play with the communicator, and it took a couple minutes to get the communicator to find the pump. Once the patient got the communicator in place over the pump, the patient was able to connect to the pump without any lag. The patient will call back if further assistance is needed. The event date was five days ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.